Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported (netherlands) the patient experienced a fall and following it the ipg was unable to establish communication with external devices. Surgical intervention was undertaken wherein the ipg was explanted and replaced with another model. Reportedly, the patient is stable.

Event description:
Additional information received identified the issue has resolved.

Manufacturer narrative:
Corrected data analysis codes were unintendedly omitted from the initial report.